Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At a regular fitting appointment in (B)(6) 2018, no response to sound with the left side device were noted. No incident of accident or trauma was reported. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a regular fitting appointment in (B)(6) 2018, no response to sound with the left side device were noted. No incident of accident or trauma was reported. Re-implantation has been recommended and will be scheduled.